Manufacturer narrative:
(B)(4). Device evaluation pending. Report is being filed due to potential for reportability under 21 cfr 803.3.

Event description:
Customer reports lack of voice prompts from device.